Event description:
It was reported that a pt underwent a successful two-levels x-stop procedure. Postoperative x-ray of an ap view of the device showed the lower of the two devices had tilted downward. Reportedly, the pt was doing fine with an injection. Type of injection was unk. No additional info was reported.

Manufacturer narrative:
Method: device not returned; followed up with company rep.